Event description:
Caller reported that t:slim x2 pump battery would not charge and the pump screen remained dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed by technical support to ensure the pump was not plugged into a power source and firmly press the center button, which did not resolve the issue. Attempts to use known working charging supplies also failed, as the pump screen did not turn on and the led was not blinking. Caller confirmed use of tandem charging cable and wall adapter and was advised to plug the wall adapter into an outlet known to work, leaving it for at least 30 minutes to see if the pump would begin charging. After further troubleshooting by technical support pump was replaced. Customer to rely on multiple daily injection (mdi).